Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1, g3. The complaint is confirmed based on the customer provided video, which displays that the cutter tip did not retract to the original position. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force use, misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that a ar-1204af-75 (7.5 mm flip cutter ii) was unable to be un-flipped after it has been flipped in the patient's knee. This occurred during use in an acl procedure on (B)(6) 2023. Procedure was completed successfully with no patient harm, after reaming full tibia tunnel instead of retrograde drilling.